Event description:
It was reported that this newly implanted pacemaker and right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2500 ohms. The patient returned to their clinic for a wound check and the device was reset to bipolar configuration and measurements were tested. All lead measurements were within normal limits, and the patient did not require rv pacing. Therefore, the clinic would continue monitoring the patient. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this newly implanted pacemaker and right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2500 ohms. The patient returned to their clinic for a wound check and the device was reset to bipolar configuration and measurements were tested. All lead measurements were within normal limits, and the patient did not require rv pacing. Therefore, the clinic would continue monitoring the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Correction to field h6: evaluation conclusion codes correction to field h10: additional MFR narrative. The following no longer applies: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this newly implanted pacemaker and right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2500 ohms. The patient returned to their clinic for a wound check and the device was reset to bipolar configuration and measurements were tested. All lead measurements were within normal limits, and the patient did not require rv pacing. Therefore, the clinic would continue monitoring the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.